Event description:
Caller states the patient tested 8.0 inr, on the coaguchek s system, and 5.1 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.